Event description:
Boston scientific received information that this right atrial lead was determined to be fractured at the suture sleeve insertion site. The lead was surgically abandon and replaced with no adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned. No further information is available. This report will be updated if more information becomes available.